Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the mid to distal right coronary artery (rca). The patient's anatomy was not tortuous, no calcification was present and the vessel was 83% stenosed. The physician introduced a taxus express2 3.00x16.0mm drug eluting stent (des) through the guide catheter and had trouble advancing the stent delivery system (sds) across the lesion site. The sds was removed, and it was noticed that the stent strut on the proximal end was flared. The procedure was completed with another of the same device. There were no reported patient complications.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.